Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had errors 9( sc mpu external a/d converter offset1 hard error), 38( sc mpu fs tx +15 v monitor low hard error), 39(sc mpu fs tx -15 v monitor high hard error),and 68(sc mpu timer ui initialization soft error) in error log file .the back-up batteries were overdue and needed to be replaced and two screws on the lower housing could not be mounted. The inserts were missing. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation: during preventive maintenance by service technician this bio-console 560 instrument had errors 9( sc mpu external a/d converter offset1 reference hard error), 38( sc mpu fs tx +15 v monitor low hard error), 39(sc mpu fs tx -15 v monitor high hard error),and 68(sc mpu timer ui initialization soft error) in error log file .the back-up batteries were overdue and needed to be replaced and two screws on the lower housing could not be mounted. The inserts were missing. The issue will be resolved by replacing the bottom part of the base unit ,replacing the gasket and clearing the error log.preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.